Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that patient underwent an explant procedure of his ambicor penile prosthesis (app) due to unknown reasons. Device was explanted and a new ambicor was implanted. Additional information was received. System no longer had fluid in the system. Patient is healing well